Event description:
The MFR received info alleging a bipap vision shut down while in pt use. The pt's blood oxygen level reportedly decreased and the pt required manual ventilation. The pt was placed on another device without further incidence. The device has yet to be returned to the MFR for evaluation. A follow up report will be filed when the MFR has completed the investigation.